Event description:
It was reported by the rep that the (1) al326 was used during a coronary artery bypass graft with endoscopic vein harvesting procedure. It was reported that while the device was being used to ligate the branches of the saphenous vein the jaws of the applier broke. The piece was retrieved and a new clip applier was used to complete the vein harvesting procedure. There was no consequence to the pt.